Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with complete heart block presented to the emergency room following a syncopal event. The patient had an underlying rhythm of twenty beats per minute. Device evaluation identified loss capture on the right ventricular (rv) channel which resulted in greater than two seconds of asystole. Additionally, pacing impedance measurements were greater than 2000 ohms and a lead fracture was suspected. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.